Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Customer states that she began to smell a bad odor in her vaginal area. Consumer was seen by her doctor on (B)(6) 2016 and when examined a piece of tampon was found inside her vaginal vault. She was not diagnosed with anything or prescribed any medication. She states that she feels fine with no adverse reactions.